Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported image flickering appeared on the screen during inspection for use involving an olympus laparoscope, gynecologic. There was no patient involvement reported.